Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when booting up the gantry could not move and there was a gantry alert. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 - concomitant products include product ID: bi71000221, lot #:- product ID: bi71000463 lot#:- h3 - a manufacturer representative went to the site to service the system. Adjusted voltage but after a period of time the voltage were out of range so replaced strain gauge and dmc board. H10 - evaluation codes b01, c02, d02 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "gantry could not be moved." Gauge passed continuity testing. Installed strain gauge into test system. The system booted and readied. Forward, backwards, left and right driving was fully functional. No fault found while under test. MDR codes: b01, c19, d14 returned date: 2025-07-18 h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "gantry could not be moved." Gauge passed continuity testing. Installed strain gauge into test system. The system booted and readied. Forward, backwards, left and right driving was fully functional. No fault found while under test. MDR codes: b01, c19, d14, returned date: 2025-07-17 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), serial/lot #: (B)(6), rev. 1, product ID: (B)(6), serial/lot #: (B)(6), rev. 1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the printed circuit board assembly (pcba) digital motion control was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed pcba digital motion control in imaging system. The system initialized. Motion, generator, communication and charging readied. Test point tp8 and tp23, and tp10 and tp23 measured 2.0vdc and 1.2vdc respectively which is below minimum expected drive motion voltage. Voltage drifted. The system failed to drive smoothly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.